Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was sent a replacement pump by technical support and was provided with instructions for putting the pump into storage mode and steps to take upon receiving the replacement. The customer was also advised to return the malfunctioning pump to tandem using the provided return box and pre-paid label. The caller was informed that the new pump is not compatible with fsl2+ sensors and was advised to contact their healthcare provider for a compatible sensor prescription.